Event description:
An assistant mgr of a nursing facility contacted zoll customer support on behalf of an (B)(6) male pt. Electrode belt sn (B)(4) was reported to have bent connector pins and was unable to connect to a monitor. The pt was issued a replacement system.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk connector pins were bent. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement system.